Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the patient experienced pain in their left arm due to the position of the implantable cardioverter defibrillator. The patient underwent procedure and had their device and right ventricular lead explanted. The patient was discharged post procedure.